Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on may 19, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but had not taken place at the time of this report, may 19, 2016.